Event description:
It was reported that after a magnetic resonance imaging (MRI) procedure, a patient's pacemaker could not be interrogated. No intervention was reported. No patient status was reported.